Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as no imagery or medical records were provided for evaluation. Review of device history records did not provide any indications that manufacturing nonconformance contributed to the reported event. Review of IFU/training manual revealed no inadequacies. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: - tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per evaluation of the provided image of the patient-s vasculature, the patient-s right access vessel was tortuous. - calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. No calcification was noted in the patient-s access vessel. - undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per evaluation of the provided image, the patient-s access vessel diameter was undersized. - steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Details regarding the insertion angle of the sheath was not provided for evaluation. There are several 100% in-process inspections (visual) performed in manufacturing process of the device and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.- access vessel dissections/perforation are typically related to a combination of vessel size, tortuosity, and calcifications and/or device manipulation. Dissections/perforations have the potential to propagate and cause obstruction of distal blood flow if left untreated. As such, available information suggests that patient factors (tortuosity, undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device was discarded.

Event description:
During a transfemoral tavr for the native aortic position, a 14 fr esheath was inserted via right femoral artery. There was no resistance during the sheath insertion, however, the commander delivery system had insertion difficulty near the right common iliac artery (cia). After injecting 3- propofol from the side tube of the esheath, the delivery system was able to be advanced. A 23mm sapien 3 valve was deployed. After the delivery system and the sheath were removed, digital subtraction angiography (dsa) revealed suspicious image of dissection. It was confirmed that the intima was partially exfoliated. The percutaneous repair was performed (no stent implantation). Blood flow was confirmed at the final dsa and the procedure was finished.